Manufacturer narrative:
An event of positioning problem, improper or incorrect procedure or method, and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the physician was unsure if the navitor did not match the patient's anatomy or whether the flexnav tension was not released. Additionally, it was noted that the hypertension was observed before the valve was functional, and the valve was re-sheathed 6 or 7 times. Based on available information, causes for the reported positioning problem and hypotension could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."na.

Event description:
It was reported that on 23 august 2023, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) using a small flexnav delivery system. The valsalva diameter was 28~29mm, valsalva sinus height was 162 mm, valve orifice area was 339.3cm, circumference of valve ring diameter was 67.2mm and ascending aorta diameter was 35.2mm. During procedure, the navitor valve slipped into left ventricle (lv) side and doesn't change even its re-sheathed. The navitor was not fully released and reasheathed 6 to 7 times. A decrease in blood pressure was observed with each deployment, the blood pressure was less than 80. The blood pressure had fallen before the valve leaflets began to function (less than 30% expansion. A pacing was performed. The device was replaced interprocedurally. A new non abbott valve was implanted as replacement. There was no clinically significant delay in procedure.